Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16098102; product family: scs-paddle lead, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 13451715.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.